Event description:
Additional information was received from the manufacturer representative that reported that the patient was getting good relief.

Event description:
Information was received from a manufacturer representative, health care provider, and a patient who was implanted with a neurostimulator for rsd/causalgia-regional complex pain syndrome. It was reported that there was a call doctor-574 error code. No programmed parameters had been detected. The implantable neurostimulator was previously programmed. The manufacturer representative was able to interrogate and program the battery. Interrogating with the clinician programmer and reprogramming resolved the issue. The patient wanted the coverage of the system to be better in both of her arms, but she only gets coverage in the left arm. It sounded like that was where she got coverage previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.